Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to determine if there was a deviation from the instructions for use at the user facility. The suggested phenomenon was presumed to have been due to physical damage of the device, as physical damage was found at the detection area of the foreign material. The user may be able to detect the suggested event by handling device in accordance with instructions for use (IFU): "-inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed; a boroscope was used and the instrument channel was clear of foreign material, and found were additional multiple scrape marks, peeling and a burn mark. The plastic distal end cover had a hair line crack from the operating channel, the control knob had up/down play movement, the distal end plastic cover had a hair line crack in the opening channel with multiple deep dents and scratches, the bending section cover had a minor scratch, the glue on the bending section cover was cracked, and the insertion tube had small snakiness. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was foreign material leaking out of the distal tip while using the evis exera iii colonovideoscope. There issue was found after reprocessing and there was no procedural impact (upcoming procedure was diagnostic) or patient harm associated with the event.